Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned condition confirmed the reported resistance encountered during needle deployment. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, probable cause for the reported event was determined to be related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that placement of the prostar xl sutures were attempted in the right common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was a 9fr. Reportedly, the handle was pulled straight back away form the hub to deploy the needles. Resistance was felt and pulling was stopped a needle back down was performed and the device was removed. A second prostar xl was preplaced to achieve hemostasis at the end of the index procedure, where the sheath was upsized to a 18fr. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the prostar xl device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.